Event description:
It was reported by service report that the head lift was stuck in an elevated position and the nurse call cable was separated from the connector. No pt involvement or adverse consequences were reported.